Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, while slitting the catheter, the left ventricular (lv) lead dislodged. After the lead dislodged the lead appeared to have a ninety degree kink in the lead body. The lead was not used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.